Event description:
It was reported that irrigation issues occurred. A intellanav mifi open-irrigated ablation catheter was selected for a ablation procedure. During preparation it was noticed that saline did not flow from one of the 6 irrigation holes. The catheter was replaced and the procedure was completed using another of the same device with no patient consequences being reported.

Manufacturer narrative:
Visual inspection revealed dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports with no irrigation port anomalies were found. During the functional inspection the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. During irrigation flow testing the saline flow through all 6 ports appeared normal.

Event description:
It was reported that irrigation issues occurred. A intellanav mifi open-irrigated ablation catheter was selected for a ablation procedure. During preparation it was noticed that saline did not flow from one of the 6 irrigation holes. The catheter was replaced and the procedure was completed using another of the same device with no patient consequences being reported.